Manufacturer narrative:
The device history record for lot 0203122169 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Flow accuracy and pressure pot tests were performed. Fast flow was not confirmed. Root cause could not be determined. All information reasonably known as of 25 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. The investigation remains in progress. All information reasonably known as of 20 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 14-jan-2020 included stock code and lot number. Additional information received 15-jan-2020 indicated the fill volume was 550ml, infusion start time was (B)(6) 2019 1600 and infusion end time was (B)(6) 2019 0800. Patient age and weight was also provided. Event description from complainant stated "patient was discharged home with adductor canal catheter after undergoing total knee replacement. The catheter was attached to an on q elastomeric pump filled with 550ml of ropivacaine 0.2% set at 10 ml/hour. Catheter was secured in place using an adhesive commercial dressing with no leakage noted. On (B)(6) 2019, patient went to bed and states her leg was not noticeably numb. She woke up in the morning on (B)(6) 2019 with complete leg numbness from mid-thigh down to her foot and had loss of sensation, motor function, and proprioception in that leg. She called the regional anesthesia pager service, and I answered her page and instructed her to stop the pump and remove the catheter. She denied any systemic toxicity symptoms. She told me the pump had been stopped several hours before at the instuction of her family, one of whom was a physician. The tubing had been clamped with a paper clip. Several hours after our phone call she stated her sensation began to return and by the next day her sensation was back to normal. The patient was at home at the time the excessive numbness was noted." Device was stored via refrigeration before use and during infusion the pump was located outside patient clothing or blanket.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 10 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: 10 ml/hr . Procedure: total knee arthroplasty. Cathplace: adductor canal catheter. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the pump delivered "a large overdose of ropivacaine creating leg numbness that resolved 1-2 hours after infusion stopped." Additional information was received on 27-dec-2019 from medwatch/ FDA user facility report # mw5091377: "pt experienced almost total loss of sensation and motor function in leg below the knee while a pain pump was running. The pump was attached to an adductor canal catheter, which had been functioning normally the night before with only mild numbness at that time. When she woke up on postoperative day1 after total knee arthroplasty, her leg was very numb, she had minimal motor function, and loss of proprioception in that leg. Pump was set at 10 ml/hour and not changed throughout the process. No leakage noted. Diagnosis for use postoperative pain in knee." Additional information has been requested but not yet received.